Event description:
It was reported by svc report that the pt right calf support was not locking properly. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Calf support.